Event description:
The reporter states patient had been obtaining, for the preceding ten or so days, consistently high smbg values, in the 20 mmol/l range on his mobile system 1; the customer had been injecting rapid acting insulin based upon these values and developing hypoglycemic symptoms in about 30 minutes. As a result, he had been taken to the hospital for 3-4 hours observation several times. On the saturday prior to the report, he had clear symptoms of hypoglycemia including: trembling, anxiety and headache. A smbg value on his mobile system 1 was 5.5 mmol/l. After five minutes he fainted. After 10-15 minutes the ambulance came and measured his glucose at 1.5 mmol/l. He was treated and hospitalized for 3 days. The customer has recovered and is now stable. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
Case notes customer is in his "mid (B)(6)." The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.